Event description:
It has been reported that the fowler motor is not operating properly. Also, it has been alleged that the head board to the bed is missing.

Manufacturer narrative:
Head board. User facility performed an unauthorized modification and removed the head board of the bed.